Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported the prefilled syringe is missing the lot number and expiration date. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two syringes in their packaging flow wrap. The have the syringe barrel label, but one syringe barrel label is missing the barcode, lot number and expiration date. No other information could be obtained from the photo. This defect could occur if there was a jam during the syringe barrel label printing process inducing the symptom reported. A device history record review was completed for provided material number and possible lot number 2188409. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. The photo is to be shown to associates for awareness. To date, there have been no other similar events reported for this possible lot number. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringes is missing the lot and expiration. The following information was provided by the initial reporter: pic of a bd ns prefill syringe (306546) that is missing the lot and expiration.